Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Customer¿s blood glucose was 22.2 mmol/l, 15.7 mmol/l, 13.9 mmol/l, 12 mmol/l. Customer stated blood glucose at the time of incident was 15.7 mmol/l. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was declined for high blood glucose. Auto mode feature was not active at the time of event. The insulin pump will not be returned for analysis.